Event description:
It was reported that the right ventricular lead was not capturing. The physician felt the lead perforated the patient's heart wall soon after the initial implant in 2005. The patient did not experience any cardiac complications since the lead was implanted. Review of fluoroscopy revealed no anomalies. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.